Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) stent placement procedure on (B)(6) 2018. According to the complainant, during deployment of the stent, the physician could not endoscopically visualize the black band of the catheter and ended up deploying the stent completely in the cyst. The procedure was completed without placing another stent. The stent was removed the following day during a surgical cyst gastrostomy, during which the cyst was also drained. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.